Event description:
This is the first of three reports (same patient, same procedure); this report is in regards to product ID: 14-ta-2212 vu epod implant tapered 22x12mm. During a laminectomy surgery of the lumbar spine t7-s1 to correct an adult deformity, the threads of a vu epod implant were stripped by the inserter. The stripped device was noticed after the implant was implanted in the patient. The surgeon did not remove the implant and continued with the procedure. There were no adverse events or delays in surgery due to the issue.

Manufacturer narrative:
The device involved in the reported incident was implanted and is not available for evaluation. An investigation has been initiated based on the reported information.